Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the review of the black box showed unexplained power reboots. The battery compartment was cracked in two places. The returned battery cap had stripped threads and was unable to fully attach to the pump; a power reboot was duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test where no power interruptions were duplicated. Upon removal of the pump cover, no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.